Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 125mg/dl -129 mg/dl. The blood glucose testing is performed by the customer twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer is comparing the blood glucose test results from trueresult meter to friend's meter; a back to back blood test was performed by the customer and produced test results of 79 mg/dl using trueresult meter and 131 mg/dl using friend's meter. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 81 mg/dl and 173 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/30/2018 and open vial date is about 2 to 3 weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.